Manufacturer narrative:
Please note: due to new iata and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. Additional devices for this complaints: serial # : (B)(4) catalog # : 1650de exp. Date: 02/28/2017 mfg. Date: 02/01/2016. Serial # : (B)(4) catalog # : 1650de exp. Date: 02/28/2017 mfg. Date: 02/01/2016. Serial # : (B)(4) catalog # : 1650de exp. Date: 10/31/2016 mfg. Date: 10/31/2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient noticed several switching events through (B)(6) 2016. When the patient finally got to the clinic, log files were analyzed and had shown three defective batteries and a defective primary controller. After the patient tried to solve the issue by connecting new batteries to the controller, the site decided to perform a controller exchange to make sure that the mentioned problem did not occur again. The power switching was solved after all involved items had been exchanged. There was no effect on the patient as a result of the event.

Manufacturer narrative:
Other devices involved in this event: battery / (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received indicates that the capacity of the batteries was 25% at the time of the power switching events. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4). Three batteries and one controller were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the devices revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the devices' connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the battery and controller was stable. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). Further analysis revealed a power switching event triggered by a communication error between (B)(4). No premature switching events were triggered by (B)(4). The most likely root cause of the reported event can be attributed to momentary or temporary disconnects between the controller and batteries and communication errors between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.